Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: pt was ordered potassium phosphate for a low potassium and low phosphate. A chem 7 was ordered for 1800 assuming the medication would have been infused by that time. Writer left bag out of fridge for 4 hours before infusing, spiked bag horizontally and primed line through pump as instructed to avoid air bubbles in line. IV pump continuously alarms for air in line for micro air bubbles. Writer has had to remove line from pump several times and flick tiny air bubbles up towards chamber each time taking 3-5 minutes to do so. This has caused a delay in medication both by having to leave the medication out to get to room temperature and the pump stopping multiple times. As well the blood work will be delayed as medication has not even infused halfway by 1800.